Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. Two maxcore device was shown in the first photo in that one device was within the package which was shown patially and the second device was placed in the table in the initial position. In the second photo, one maxcore device was shown within the package which was held by technician. Based on the photo review, the reported event cannot be confirmed.therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photos to support the reported event.a definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.